Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis procedure. According to the complainant, the doctor introduced the resolution clip through the scope. When he wanted to open the clip, the clip detached and fell in the body. The procedure was completed with another resolution clip device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis procedure. According to the complainant, the doctor introduced the resolution clip through the scope. When he wanted to open the clip, the clip detached and fell in the body. The procedure was completed with another resolution clip device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
Upon investigation, it was noted that the device was fully deployed, and that there was a kink near the handle. It was also noticed that the over sheath was accordianed at the sheath grip. The clip assembly was not returned. As evident by the kink in the control wire, the end-user may have exceeded the design limits of the device during use. This investigation will be assigned the most probable root cause classification of operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)